Event description:
It was reported that the physician was unable to communicate with the patient's generator. Troubleshooting was performed and multiple programming systems were used without success (functionality of these programming systems was verified). An error message was received while attempting to interrogate each time saying "software not compatible", though it was verified that the correct software was being used. Per reporter, the patient still felt stimulation and had not experienced any adverse events. A battery life calculation was performed with available programming history and showed 3.05 years remaining until eri = yes. The patient was last successfully interrogated on (B) (6) 2009. No interventions are planned at this time. Attempts for further information have been unsuccessful to date.